Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found that the devices would not power on when connected to original battery packs. Visual examination of the returned products identified that the interior of both battery packs had one battery that had leaked onto the terminal. The event is confirmed. Devices are used for treatment. A definitive root cause cannot be determined.

Event description:
It was reported that the new fan spray kit didn't work when the surgeon turned on the switch. Investigation found the battery had leaked. No adverse event was reported as a result of this malfunction.